Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display in the insulin pump went blank and had been blank for two hours. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No blank display anomalies were noted during testing. The pump was received with a blank and flashing white lcd due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to a blank and flashing white lcd. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.